Event description:
Customer was hospitalized for dka. The customer has a virus and was dehydrated prior to the event. It was indicated that the customer was being treated with an insulin drip. The programming and histories were accurate. Troubleshooting was done and the pump passed the functional tests. The pump is operating as designed.